Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken output connector and further noted that one case screw was contaminated and that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's ventricular port was broken. The generator was returned for service and because of instructions affiliated with the field corrective action. There was no patient involvement.